Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024-22803-device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage of tubing at site. The issue occcurred with three similar types of infusion sets. No further information was available.